Event description:
New information reported stated that the device was explanted on (B)(6) 2016. The patient was in good condition post surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated and the magnet rate did not respond; premature battery depletion was suspected. No further information was reported.